Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on (B)(6) 2023. During the procedure, balloon could not be inflated. The procedure was completed with another cre wireguided dase dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole used on an unknown anatomy location. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0410 captures the investigation finding of balloon pinhole used to an unknown anatomy location. Block h10: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to pinhole in the proximal section. Microscopic inspection found a pinhole located approximately at 72 mm from the tip of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event was confirmed. The pinhole problem found could have been interpreted is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause a balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.